Event description:
Information received indicates the bed exit system will arm, but will only alarm intermittently.

Manufacturer narrative:
The technician replaced the worn foot end bed exit tape switches to repair the bed.